Event description:
It was reported that during a product demonstration conducted by a manufacturer sales rep, the ultrasonic aspirator heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated. Based on the results of the device eval, the drill performed according to all specifications and will be returned to the user facility.